Event description:
We have a concern regarding your 8100 infusion pumps. We are having a tremendous amount of defective fluid sensors, part tc10009596, causing an error code 240.4150. For some reason the fluid sensor that is failing is the located on top of the module. I'm attaching our repair information with the failure codes along with the serial number of the devices. We are using a lot of resources trying to fix a problem that continues to show up on most of these 8100 modules. Please let me know if you can help us with this issue. Manufacturer response for 8100 infusion pump, alaris (per site reporter). Thanks for your reply. I spoke with one of our technical engineers who told me that the pressure sensor located on top of the module does get the most wear and tear due to the pressure being exerted on it when closing the door and directing that pressure away from the patient. He also stated that the new pressure sensors have been reengineered to be more robust.

Event description:
We have a concern regarding your 8100 infusion pumps. We are having a tremendous amount of defective fluid sensors, part tc10009596, causing an error code 240.4150. For some reason the fluid sensor that is failing is the located on top of the module. I'm attaching our repair information with the failure codes along with the serial number of the devices. We are using a lot of resources trying to fix a problem that continues to show up on most of these 8100 modules. Please let me know if you can help us with this issue. Manufacturer response for 8100 infusion pump, alaris (per site reporter): thanks for your reply. I spoke with one of our technical engineers who told me that the pressure sensor located on top of the module does get the most wear and tear due to the pressure being exerted on it when closing the door and directing that pressure away from the patient. He also stated that the new pressure sensors have been reengineered to be more robust.